Manufacturer narrative:
The pump was received with intermittent button response due to moisture damage on the keypad traces. The pump also had corrosion in the battery tube and electronic and motor assemblies, minor scratches to the lcd window, a scratched reservoir tube window, a cracked reservoir tube lip, cracked battery tube threads, a stained address label, and stained end cap sticker.

Event description:
It was reported that the customer jumped into the pool and the insulin pump is no longer working. It was stated that fluid was visible under the screen of the insulin pump. Customer's blood glucose reading at the time of the call was 107 mg/dl. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.